Event description:
Pt is having an issue on their dexcom receiver in which it stayed for signal loss over 10 days already. Pt already put in a new transmitter but still getting the same issue. G6 app is working totally fine using the exact transmitter sn the pt registered on their receiver.

Manufacturer narrative:
(B)(4).